Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery and controller with unknown serial numbers were not returned for evaluation. Log file analysis was not conducted since log files were not available. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events involving critical battery alarms are most often attributed to communication errors between the controller and battery or the battery depleting below 10%. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Additional products: brand name: heartware ventricular assist system, controller, model #: unk / catalog #: unk / expiration date: unk / serial #: unk, UDI #: asku, device available for evaluation: no, device mfg date: unk, labeled for single use: no, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's battery had a critical battery alarm and a loss of power on the controller. The battery and controller remain in use. No patient complications were reported as part of the event. This event was reported in the q1 2020 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.